Event description:
Event #1surgically placed 2.6 double lumen bd l-catheter PICC leaking. PICC noticed to have small amount of blood on dressing after lab draw 1-2 weeks ago. At the time rn changed dressing, flushed line, and saw no leaking and resumed use of line. Yesterday after lab draw, blood again noted under dressing near where catheter enters white bifurcation. Dressing again changed and line flushed with no visible leaking. Use of line was resumed. The lot number of line is 9113195, which is same lot # as last leaking line. Labs were drawn and lines flushed only with 10 ml syringes per rn. No sutures are on the line itself only through the wings securing to skin. Plan for this patient was discussed with nicu and surgical attending. Risks and benefits of changing line were discussed. Attempt will be made by nicu team to place new PICC. If unsuccessful, alternative options will be discussed at that time. A meeting is planned for tomorrow with products, IV team, nursing, and surgery to discuss PICC product options moving forward. ====================== manufacturer response for PICC catheter 2.6 french 20g double lumen/size 20g (2.6) x 60cm 2 lumen, PICC line catheter======================manufacturer representative will come to hospital to collect device.